Event description:
It was reported the patient's scs system was explanted one day after being implanted due to an epidural hematoma. Follow-up information indicated the patient had been discharged from the hospital and he had disproportionate back pain and subsequently developed lower extremity weakness. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.